Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by failure analysis. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Visual inspection was performed and no bent grip tips were observed. The force bipolar instrument was placed and driven on an in-house system. The force bipolar instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. The force bipolar instrument was placed and removed from the in-house system without any issues multiple times. The instrument did not get stuck. There was no problem detected. The force bipolar instrument (part# 471405-06/ lot/serial# k11220530 0025) was last used on (B)(6) 2022 on system (B)(4). With 11 uses remaining. No investigation required as no image or video clip for the reported event was submitted for review. This complaint is a reportable event due to the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula due to the grip tip sticking out. Jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or the use of the instrument release kit (irk). While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was stuck inside the trocar and part of the instrument was sticking out. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that they removed it carefully with the trocar, and no the port was not enlarged. The customer did not provide the information regarding patient demographics, relevant testing, and medical history.